Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The physician reported that the reported angina, myocardial infarction indicated by EKG changes of st elevation, and cardiac arrest were a result of potential stent thrombosis and were treated by additional non-surgical therapy (B)(6) and prolonged hospitalization. Angina, myocardial infarction and thrombosis are listed as known adverse events in the multi-link vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the vision stent was deployed in the distal left circumflex artery with moderate calcification. Approximately 2 hours after the procedure the electrocardiogram (ECG) readings were normal. Afterwards the patient reported severe chest pain 6 to 8 hours after the procedure with ECG readings also indicating a st elevation myocardial infarction. The patient underwent cardiac arrest and required cardioversion and temporary pacing. Stent thrombosis is believed to be the cause of the adverse event. Prolonged hospitalization was required although the patient is currently doing fine. No additional information was provided.